Manufacturer narrative:
The supervisor module was received for evaluation. The returned sample was not evaluated as it was replaced as a preventative measure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The printed circuit board (pcb) supervisor module was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 23, 2014. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. Root cause the root cause cannot be determined conclusively. (B)(4).

Event description:
A health care professional reported that a system froze up before a procedure. There was no patient involved.